Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 430 mg/dl and 479 mg/dl at the time of call. Customer states that high blood glucose began after a bolus delivery and believes that insulin was not delivered due to high blood glucose. Customer treated high blood glucose with manual injection and insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined further troubleshooting due to not wanting to replace infusion set. Customer would call back to complete troubleshooting.